Event description:
The service report shows the customer alleged that while performing the self-test operation, the ventilator's peep value display was incorrect. The customer support engineer (cse) and could not verify the reported event. As a precaution the cse replaced the pressure tramsducer pcb and one of the auto-zero solenoids. The unit passed extended self testing. This report is not an admission by co that this device caused or contributed to the event alleged in this report.

Manufacturer narrative:
The eval lab tested the components & both the pressure transducer & solenoid passed all testing. They functioned as designed.